Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; d4; d9; g1; g3; g6; h1; h2; h4; if any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4; b5; d2; g1; g3; g6; h1; h2; h3; h6; h10. The reported event is confirmed through evaluation of returned product. Visual examination of the returned products show signs of use as well as wear and tear. The devices both have scuffing at the connecting feature. Both devices have scratches, knicks and gouges on the shaft and the black coating on the cutting heads of the devices. There are scratches around the flare at the connecting end of the devices as well. The heads on both devices show cracks from use in similar areas and on multiple sides of the tips of the stepped cutting heads. Measured overall length to confirm the device is conforming to print specifications. Print specs for overall length are 120.78 +/- 0.8 and actual measurement is 120.48. The device has a possible field age of 3+ years. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
(B)(4). H6: proposed code: mechanical (g04) - drill. The customer has indicated that the product will not be returned to zimmer biomet for investigation for unknown reasons. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Attempts have been made to gather all product identification information, and no further information has been provided. If any further information is found that would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the modular center post reamer tip fractured while following the correct surgical technique. No complications, injuries, or surgical interventions were reported, and no foreign bodies were reported retained due to this malfunction. Attempts have been made, and no further information has been provided.